Event description:
It was reported that the pump usb port was broken resulting in difficulties charging the pump and that the touch screen was damaged. Blood glucose was not impacted. The customer continued to use the pump for insulin therapy and a replacement pump was sent.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.